Manufacturer narrative:
This is the third of 3 reports. Subject devices remain implanted.

Event description:
The patient underwent successful stent-assisted coil embolization for an unruptured aneurysm located on the basilar apex artery with 4 coils (subject devices). Post-procedure the patient was assessed having a mrs and nihss of 0. At the 2 and 6-month follow-up, the patient was assessed having a mrs and nihss of 0. It was reported that 7-month post-procedure, the patient experienced 3 episodes of ophthalmic migraine over a period of approximately 2 months. The patient was treated with medication and the migraine episodes were resolved no residual effects. According to the physician, the adverse event of migraine was possibly related to the procedure, the 2 stents, and the implanted coil mass of 4 coils.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient complications of ophthalmic migraine in this case is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization for an unruptured aneurysm located on the basilar apex artery with 4 coils (subject devices). Post-procedure the patient was assessed having a mrs and nihss of 0. At the 2 and 6-month follow-up, the patient was assessed having a mrs and nihss of 0. It was reported that 7-month post-procedure, the patient experienced 3 episodes of ophthalmic migraine over a period of approximately 2 months. The patient was treated with medication and the migraine episodes were resolved no residual effects. According to the physician, the adverse event of migraine was possibly related to the procedure, the 2 stents, and the implanted coil mass of 4 coils.